Manufacturer narrative:
The reported event was confirmed through functional testing, disassembly, and visual inspection by the manufacturer service technician. Through visual inspection, the manufacturer service technician confirmed the motor windings were damaged which can cause the reported event.

Event description:
It was reported that prior to a surgical procedure at the user facility, the cordless driver 3 was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.